Event description:
It was reported, that during an atrial fibrillation procedure. A heart block was discovered and confirmed with EKG. And the patient had left bundle branch block at base line. When the physician was attempting transseptal, during drag down, he believed he bumped the right bundle. It was also reported, that medical intervention was a temporary pacer for the back op overnight. The patient was reported, to be in stable condition. And has a follow up appointment (B)(6) 2019, to see if she fully recovered. Additional information was received on (B)(6) 2020. And it was reported, that the physician decided to leave the cs catheter in the right ventricle as means for pacing in case it is necessary. No other intervention was required. The patient had fully recovered. The physician was very confident that the event occurred, due to mechanical pressure of the sheath as a result of atypical anatomy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).